Manufacturer narrative:
Device passed the displacement test, rewind, a21, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected a21 alarm anomalies noted. Device received with broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. The customer's blood glucose value was unknown at the time of the incident. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The alarm did not occur shortly after inserting a new battery. The customer reported that the alarm recurred during normal insulin pump use. The customer informed that the battery compartment had cracked. The insulin pump's reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.